Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 162 ventricular-sensing integrity counter (sic) since last session 51 days ago. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. Superior vena cava (svc) defibrillation impedance fairly steady at approximately 49 ohms through (B)(6) 2015, drops 21 ohms the week of (B)(6) 2015 and to 16 ohms the week of (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance, sensing integrity counter (sic) and non-sustained tachycardia. The lead was programmed off and the patient is being monitored. No patient complications have been reported as a result of this event.

Event description:
Furthermore, the patient still had high sensing integrity counter (sic) and the physician considered interference between the rv coils and the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.